Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the cranial frame and passive planar blunt instruments were flickering continuously. The surgeon was able to register the patient, but the flickering continued. Tracking view showed the camera was positioned too close in the field of view. The site re-positioned the camera, but this did not resolve the issue. Changing out spheres did not help. The site covered up each cranial frame sphere and discovered one that when covered helped the flickering a little bit. It was recommended that the site replace the sphere or not use that particular sphere on the frame. Removing the sphere did not help and the instrument and frame continued to flicker. They put a new sphere on the frame and the system still flickered. Towards the end of the case the camera continued to track without flickering. Delay to surgery 15 minutes. No patient impact.

Manufacturer narrative:
The positioning sensor unit (psu) and navigation system were received by the manufacturer. However, results are not available at this time.